Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Observed the 'ok' and 'down' buttons are sticking and are hyper-responsive/scrolling in response to button presses. Removed keypad cover and found contamination was present under the contacts of all buttons. Unrelated to this complaint, observed battery compartment is cracked at opening of battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case.. No power loss was observed, nor was there any evidence of moisture damage in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.